Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time was unknown. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarms were noted. All buttons functioned properly. However, the pump had moisture on the keypad traces. The pump also had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window and a cracked case at the display window corners.